Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump is frozen and the last alarm the customer had was an unexpected restart. Customer stated the display was not totally blank. It was reported the device had a constant tone, screen had a glitch, and when off. Troubleshooting was performed. Customer's blood glucose level was 296 mg/dl, was treated with manual injections. Temp basal was not performed prior to alarm. The device has been in use. Alarm did not occur after changing out battery. Alarm did not clear. Advised to take out battery for five min, constant tone stopped. Customer is disconnected from the device. The device did not work after waiting; battery was out the whole night. No remote to test the device. It was stated the device continued to be frozen. Was advised the customer would need to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display screen due to cold solder joint at on the components in the interface board. Unable to verify frozen screen and an error alarm due to blank display. No unexpected constant tone alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.